Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the suggested phenomena: component failure - image issue and errors due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited an image issue (no image), as well as error codes 216, 215, and b30. There were no reports of patient involvement.

Event description:
The event had occurred during egd diagnostic procedure. The procedure was completed with an olympus back-up device.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and correction. Updated fields: h2, h11.a2, a4, a5, a6, b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.